Event description:
It was reported to us that a launcher 7f (ebu3.75) was used during this procedure. Medtronic was made aware of this info on 05/05/2010. Three endeavor resolute rx drug-eluting stents (2.25mm x 14mm, 2.50mm x 14mm, and 3.50mm x 15mm) (ref MFR report# 2953200-2010-00674, 2953200-2010-00675, 2953200-2010-00676) were inserted into a pt for treatment of a left main and lad. A 3.50 x 20 mm sprinter legend rx balloon dilatation catheter (MFR report#: 2953200-2010-00863), a 4.00mm x 12mm nc sprinter rx balloon dilatation catheter (MFR report#: 2953200-2010-00864) lesion morphology was reported as small calcified diffusely diseased coronary arteries with significant stenosis of the left main, proximal cx and lad/origin diagonal. The lad/diagonal were dilated with goba (balloon only). Following pre-dilatation the 2.25mm diameter x 14mm length stent was implanted at the proximal cx. Stents were implanted in the left main and origin lad, followed by post dilatation to 4 mm. There was a good angiographic result. The post operative course reported episodes of chest pain, troponin rise, heart failure, and collapse after 7 days. It is reported that the pt had an emergency re-catheterization. The main arteries were open but no filling of the small side branches were observed. It is reported that the pt died a week later. An autopsy was performed which showed extensive myocardial damage. Devices were not received for eval. Separate MDR's have been filed for each product used in this case they are: endeavor resolute-report#2953200-2010-00674 (B) (4), endeavor resolute-report#2953200-2010-00675 (B) (4), endeavor resolute-report#2953200-2010-00676 , (B) (4), sprinter legend rx-report#2953200-2010-00863 (B) (4), nc sprinter rx-report#2953200-2010-00864 (B) (4), zinger light support 180cm-report# 1220452201000025 (B) (4).

Event description:
Caller reported blood glucose results of 478 mg/dl and 148 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.